Event description:
It was reported that a patient underwent a hernia repair procedure on (B) (6)2009 and mesh was used. The patient experienced a recurrent hernia and a second surgical procedure was done on (B) (6)2010. During that procedure, the mesh was removed. No additional information was provided.

Manufacturer narrative:
(B) (4): the product upon which this medwatch is based has been received, however, the production evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.